Event description:
It was reported the patient had their scs ipg replaced because the patient was unable to charge their ipg anymore and it was inoperable.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.